Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing low flow alarms and as a result, the hospital made a decision to exchange the patient's lvad due to possible thrombus in the pump. The lvad was successfully exchanged and the patient remains ongoing without any further issue reported. It was also reported that initial inspection of the explanted pump by the hospital revealed two small thrombi at the junction between the inflow cannula and the pump. The two thrombi were reportedly removed and sent to pathology by the hospital.

Manufacturer narrative:
The explanted device was returned to the manufacturer with the percutaneous lead electively severed at the pump end bend relief and the severed portion of the lead was not returned. The inflow and outflow cannulae assemblies were not returned. There was no evidence of thrombus or deposition on the proximal and distal sides of the pump stators. Examination of the disassembled pump revealed a ring of dark, tissue-like thrombus around the rotor inlet bearing which appeared large enough to have affected blood flow through the blood tube and may have contributed to the reported low flow alarms. Examination of the thrombus, especially the areas in contact with the bearing, revealed laminated layers indicative of a thrombus that formed over an undetermined period of time. The exact cause or origin of the thrombus could not be conclusively determined. No further information is available. The manufacturer is closing its file on this event.